Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the velcro on the bc325 flexitrunk infant interface headgear caused redness to the patient's head and shoulder area. It was further reported that the baby moves around which causes a rash when the edge of the strap rubs into the skin.

Manufacturer narrative:
(B)(4). The complaint bc325 flexitrunk infant interface headgear is not expected to be returned to fph for investigation as it was discarded at the hospital facility. Our analysis is accordingly based on the photograph and additional information provided by the hospital, and our knowledge of the product. The photograph showed that the infant sustained skin damage on the shoulder, near the base of the neck. The hospital staff confirmed with that the infant was quite active, which may have caused the velcro dot of the subject bc325 headgear to come in contact with infant's skin and eventually resulted to the reported skin damage. A lot check was not performed as lot information was not provided. The fph infant interface headgear is designed to be used in conjunction with the fph infant interface nasal tubing, which is part of the fph infant interface product family. The fph infant interface headgear user instructions indicate in pictorial form the correct set-up and proper use/fitting of the headgear. It also state "check skin in areas underneath the headgear regularly for signs of irritation (including the forehead). Ensure foam block and velcro dots are not in direct contact with the skin".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the velcro on the bc325 flexitrunk infant interface headgear caused redness to the patient's head and shoulder area. It was further reported that the baby moves around which causes a rash when the edge of the strap rubs into the skin.

Manufacturer narrative:
(B)(4). The complaint bc325 flexitrunk infant interface headgear is not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.